Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed that suddenly she started feeling the pulsation. Patient stated she was cooking at that time and could not stop to do anything with it. Patient reported that a little later she laid down because she had a really bad unrelated neck pain and unrelated headache. Patient stated when she was laying down she noticed that the rhythm; the pulsing was fluctuating; every minute, minute and a half, and it was constantly changing rhythms on her. Patient stated sometimes it was ¿aboom boom boom¿ or like a flurry. Patient reported that he called his implanting physician and was instructed to call patient services. Patient reported that the healthcare professional (hcp) instructed patient to turn stim down. Patient reported that he had stim at 0.9v and could feel it. Patient reported she turned stim down to 0.8v and could not feel it, but a little later patient could feel it and turned it back down to 0.7v. Patient reported she was currently on 0.7v and not doing that. Patient reported he was concerned because it was going on a regular pace and that it was changing. Patient reported she did not try her other programs to see if it did the same thing. Patient reported stim was not uncomfortable. Patient confirmed that the patient programmer (pp) showed implant was on, and was on p1 at 0.7v. Patient confirmed she was not experiencing the pulsating anymore. Patient also confirmed she was getting symptom relief. Patient was advised to monitor and then follow up with hcp. There were no falls/trauma reported that could be related to this issue. There was no medical test or emi environmental exposure.